Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, cup is dislocated, metal on metal. The 56 depuy cup went in with a 40mm t4 liner of theirs. Modular short straight neck and ceramic 40mm long head were implanted.